Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after three hours of infusion. The tubing had separated from the device. Priming was performed and no air bubbles were observed in the circuit before the positioning of the device. The total fill volume was 95 ml of physiological solution and fluorouracil with an expected infusion time of 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: november 17, 2016 ¿ november 21, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.